Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement with the device as was as facial nerve stimulation. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted, (B)(6) 2015 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed may 8, 2015.